Event description:
Reference number (B)(4). Event occurred in belgium. It was reported that the patient was hospitalized due to hyperglycemia due to infusion set leakage at the catheter event on (B)(6) 2025. The blood glucose level was 400 mg/dl and the patient was treated with intravenous insulin. Patient found positive for ketones. The length of hospitalization is three days. Patient was sick at the time of hospitalization. No further information available.

Manufacturer narrative:
Patient city: (B)(6). Patient country: belgium. Since no lot number is available, a detailed investigation, tests on refernce samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trend picked up, this will flag on the trips and alerts according to the omqr procedure.